Event description:
Device complication: none, time of complication: 18 days post-procedure, symptoms: none reported. It was reported that at the 1 month follow-up the patient had experienced an mi. No action or treatment was taken. The patient died in 2006. Categorical cause of death is unknown. No additional information is available.